Event description:
Same case as #2134265-2009-01820. It was reported that post a coronary stenting treatment procedure, a thrombosis occurred. In 2001, the pt presented for a cardiac catheterization. A temporary pacemaker was placed in the right ventricle. A 4.0x15mm nir stent was deployed at 16 atm's at the distal in the mid right coronary artery (rca), dilating the vessel to 4.43mm. Next, a 3.5x15mm nir stent was deployed at 16 atm's, dilating the vessel to 3.93cm. Follow-up angiography showed an excellent result. No complications occurred. The pt received heparin and integrilin during the procedure. In march 2009, the pt presented emergently for a cardiac cath with 8/10 chest pain, and an evolving mi. Angiography revealed a thrombosis in the mid rca. A 2.5x8mm non-bsc balloon was inserted. Three inflations at 12 atm's for 12, 9 & 5 seconds were made. A fourth inflation to 12 atm's for 120 seconds was also performed, next a 3.5x12mm quantum maverick balloon was inserted and three inflations of 18 atm's were made for 18-27 seconds. A 3.5x20mm quantum maverick balloon was then inserted, and inflated to 18 atm's for 55 seconds. The procedure was ended. The pt received plavix and aspirin post procedure. The pt was transferred to recovery with no complaints of chest pain. It was also noted that the medications the pt came in on did not include any antiplatelet therapy.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the manufacturing records was not possible because the batch number is unk. The root cause of this complaint is anticipated procedural complication, as thrombosis is a known physiological effect of the procedure, and is noted within the directions for use.